Event description:
It was reported that the ilet user experienced an urgent low soon alert with a subsequent glucose of 68 mg/dl after running high at 357 mg/dl following a lunch of six corn dogs and ice cream. The user treated with crackers, mandarin orange pieces in syrup, and juice, and the agent advised that the pump would suspend insulin automatically rather than pausing it manually. Symptoms included hyperglycemia, hypoglycemia, and blurred vision. Outcomes included recovery to 89 mg/dl during the call and no hospitalization. Investigation included real-time troubleshooting and education on meal announcements and correct meal size entry, with additional training assigned due to recurring post-lunch hyperglycemia. Investigation of this case revealed user-related factors consistent with incorrect meal size or meal announcement contributing to postprandial hyperglycemia followed by hypoglycemia, with device function consistent with design including automated insulin suspension. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs.